Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 9/17/2015 to report that a (B)(6) female patient had a rash. The patient's rash was under her breasts. The patient's rash was red, bubbly and it was bleeding and oozing. The patient's physician prescribed her powder and ointment. Follow-up indicated that the rash was clearing up.